Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had no display on the endoscope screen. How the issue occurred is unknown. There were no reports of patient harm.

Event description:
The event occurred during inspection for use before a diagnostic procedure. The procedure was able to be completed with a 260 series scope. There was no reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.